Manufacturer narrative:
Siemens has completed an investigation of the reported event. Despite several requests for information and returned parts, the parts were exchanged by a non-siemens-employee and no further information was provided. Therefore, the investigation was made by expert opinion considering the complaint description, s\service reports and system history. After the stand control module (scm) was exchanged on site, siemens received no further messages of a repeated defect. It can be assumed that the incident was caused by the exchanged scm. As this part was not returned by the customer for examination, no further investigation was possible. Our experts assume that the detector was moving unintentionally towards the patient because of a sticking control button. The system is equipped with a collision protection. After the detector touches an obstacle (e.g. Patient) all movements will be stopped. Any further attempt to move the system will lead to a detector movement in the opposite direction, away from the patient. The potentially affected scm was exchanged on site and the error did not reoccur. The manufacturer is not considering further actions at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6): (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a cardiac chronic total occlusion (cto) examination, the detector moved unintentionally and became stuck. There is no report of impact to the state of health of the patient involved.